Event description:
It was reported that an automated pd set with cassette leaked from a hole in "its lower right corner, on the hard side of the cassette." This was noticed after patient therapy on the homechoice (hc) machine, as the care giver (cg) was unloading the cassette. The cg stated that inside of the hc door was wet. No damage was noted on the cassette¿s overpouch or box. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was evaluated for the reported problem. A visual inspection was performed with a cut noted in the sheeting weld of the cassette. A leak test was performed with a leak not from the cassette. The reported problem was identified through a sample evaluation and the cause was determined to be a puncture of tear in the cassette sheeting. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.